Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was 162 mg/dl. The customer stated that they were doing a security event. The discontinuation of the device was advised. Nothing further reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons function properly however, moisture damage was found on keypad traces. The insulin pump was received with missing segments and horizontal clear lines on the middle of lcd window due to cracked zebra connector on lcd board. No button error alarm noted during our testing. The insulin pump has minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.